Event description:
It was reported that the insulin alarmed. Troubleshooting was performed. It was stated that there was a possibility that a button was pressed for several minutes. However, the alarm could not be clear since the screen was frozen. The device was rested for couple hours and the display still was frozen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of a corroded keypad traces.